Event description:
Customer reported the alarm is not in working condition, but could not provide any more information on the specific issue with the alarm. The customer could not provide the date of event. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned alarm was found there is a note on the product stating "no nurse call", this was not confirmed the nurse call light comes on when weight is off the sensor as it should. However, if the nurse call cable is wiggled while in the receptacle the nurse call light at the test fixture toggles on and off. The nurse call receptacle is loose and does not securely hold the nurse call cable. There are no cracks on the dust covers outside the battery compartment. Physical damages to the alarm unit could be contributors to the issue found. (B)(4).